Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). Results of investigation: the carefusion failure analysis laboratory received the suspect main printed circuit board assembly (pcba) for investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded transducer within the assembly (pt 802). This issue will be internally investigated within carefusion.

Event description:
The customer reported while using the vela ventilator; the unit displays transducer fault alarms. The issue occurred during the leak test. The customer reported no patient involvement is associated with the event.